Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited an intermittent loss of capture. The device remains implanted and the patient is being followed.